Event description:
The caller was reporting a cuff with a slit in the balloon that occurred in 2009. The caller stated that the tracheostomy tube was an 8dct. No lot or expiration date was available. This occurred immediately after intubation; the tracheostomy tube was then removed and the pt was reintubated.

Manufacturer narrative:
The tube is not available to be returned for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number.